Event description:
A swan ganz catheter was inserted to perform a right heart cath. Upon removal of the swan ganz catheter it was noted that the balloon had stripped off the end of the catheter and remained in the patient's body. Diagnosis or reason for use: mitral insufficiency chr.